Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was alarming an unexpected restart alarm and an external ram error alarm every half hour. The customer¿s blood glucose level was 8.7 mmol/l. Troubleshooting was performed for the unexpected restart alarm. It was noted that the insulin pump was not stored or not in place for an extended period of time. The alarm was recurring during normal insulin pump use. The alarm history showed that they also received a watchdog timeout alarm. Troubleshooting was performed for the external ram error alarm and the watchdog timeout alarm. It was also reported that the insulin pump kept shutting down. They reverted to their back-up plan. The insulin pump passed the self-test. The device will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected restart error, watchdog timeout or external ram crc alarms noted, however pump was monitored and had unexpected blank display due to faulty component on the interface board. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.